Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. Please note that the contact in section e is not a medical professional but a more accurate choice is not available. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval stenosis, fracture, organ perforation, ivc perforation and filter tilt. The indication for the filter placement, procedural details and medical history have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, including, but not limited to caval stenosis, fracture, organ perforation, ivc perforation and filter tilt. As a direct and proximate result, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury and damage, including, but not limited to caval stenosis, fracture, organ perforation, inferior vena cava (ivc) perforation and filter tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, prior to the index procedure, the patient was involved in a motor vehicle accident, and sustained an injury to the shoulder. Upon admission, a computerized tomography (CT) scan of the chest and angiography confirmed the presence of massive bilateral pulmonary emboli (pe) with pulmonary infarct of left lower lobe. Additionally, the patient had been diagnosed with left sided hemithorax with entrapment of the lung and possible hyper-coagulation syndrome. Dopplers of both upper and lower extremities were negative for deep vein thrombosis (dvt). The right groin was prepped and draped, and the common femoral vein was accessed. An inferior vena cavogram was obtained confirming the position of the renal veins. The inferior vena cava (ivc) filter was deployed in the usual fashion. After satisfactory placement of the filter the patient was then intubated with an endobronchial tube. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation into organs, tilting, fractured filter struts retained within the body, blood clots, clotting, occlusion of the ivc, stenosis and further experienced pain and anxiety related to the filter, becoming aware of these events approximately fourteen years and eight months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval stenosis, fracture, tilt and perforation of multiple filter struts beyond the wall of the inferior vena cava (ivc). The indication for the filter placement, procedural details and medical history have not been provided and there is currently no additional information available for review. The patient reported becoming aware of perforation of filter struts outside the ivc, perforation into organs, tilt, fractured filter struts retained within the body, blood clots, clotting, occlusion of the ivc, and stenosis approximately fourteen years and eight months post implant. The patient also reported experiencing pain and anxiety related to the filter. According to the implant record the patient was involved in a motor vehicle accident and sustained an injury to the shoulder. Upon admission, a computerized tomography (CT) scan of the chest and angiography confirmed the presence of massive bilateral pulmonary emboli (pe) with pulmonary infarct of left lower lobe. Additionally, the patient had been diagnosed with left sided hemithorax with entrapment of the lung and possible hyper-coagulation syndrome. Dopplers of both upper and lower extremities were negative for deep vein thrombosis (dvt). The right groin was prepped and draped, and the common femoral vein was accessed. An inferior vena cavogram was obtained confirming the position of the renal veins. The inferior vena cava (ivc) filter was deployed in the usual fashion. After satisfactory placement of the filter the patient was then intubated and underwent left exploratory thoracotomy, adhesiolysis- evacuation of hemithorax - and incision of infarcted area of the lung. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.